Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2a. Common device name: bd vacutainer® ultratouch¿ push button blood collection set d.2b. Medical device type: jka. E.1 initial reporter phone # (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set that blood seeps out during tube change causing staining in both the tubes and the holder. This occurred 8 times.

Manufacturer narrative:
The following fields have been updated with corrected information: b5. Describe event or problem: it was reported that while using bd vacutainer® ultratouch¿ push button blood collection set that blood seeps out during tube change causing staining in both the tubes and the holder. This occurred 8 times. There were no health impact or consequences reported. D2a. Common device name: blood collection set. D4. Unique identifier (UDI) #: (B)(4). Investigation summary: bd received one (1) photo for investigation. The customer photo displays a sharps container containing two (2) devices where the sleeve did not properly recover over the np cannula. Additionally, 30 retained samples underwent functional tests. Out of these, two (2) samples failed the functional test due to sleeve leakage observed from poor sleeve recovery. All 30 retained samples passed another set of functional tests, showing proper activation with no defects or breakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing/recovery. CAPA has been created to document the investigation path, root cause analysis and remediation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set that blood seeps out during tube change causing staining in both the tubes and the holder. This occurred 8 times. There were no health impact or consequences reported.